Event description:
Technician alleged ground loss was indicated on the control panel.

Manufacturer narrative:
Technician found a missing ground pin on power cord. He replaced the power cord assembly to resolve. No injuries reported.